Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited rate variability. The device base rate would increase resulting in the patient experiencing dyspnea, lightheadedness, and dizziness. No device intervention was performed. Patient symptoms remained but will continue to be monitored.

Manufacturer narrative:
Appropriate term/code not available used for inappropriate programmed settings.

Event description:
New information received notes the pacemaker exhibited pacemaker mediated tachycardia due to programmed settings rather than a pacing problem. The device was reprogrammed. The patient was stable after programming changes.